Event description:
It was reported by the patient that this implantable cardioverter defibrillator (ICD) went off 4 times. Technical services (ts) referred the patient to the clinic. This device remains in service. No adverse patient effects were reported.